Event description:
Customer reported that the device powered on/off by itself. There was no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control verified the reported failure and replaced the sys and memory pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed memory pcb assembly at the failure analysis center and determined the root cause of the malfunction to be a broken resistor, designator r35. The system pcb assembly was automatically replaced with the memory pcb assembly per repair instructions. There was no failure with the system pcb.